Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 8) occurred. Reportedly, the customer loaded a new cartridge to resolve issue. Subsequently, it was reported that a minimum fill notification occurred. Reportedly, the customer filled the cartridge with additional insulin and the cartridge "came apart". There was no reported impact to customer's blood glucose. Customer declined to provide further information or receive a follow up from tandem technical support.